Event description:
This 50 year old patient had no complaints pre dialysis. One hour and 40 minutes into the dialysis treatment the patient complained of feeling warm from waist up - face was flushed. The dialysis treatment was stopped aid the dialyzer and blood lines were discarded because the dialysis staff stated that the "blood looked borwn". The patients hct was 28 aid the hct tube showed no evadence of hemolysis. Dialyzer was resumed with a new dislyzer, machine checks done prior to initiation of dialysis noted machine conductivety to be 13.2 upon initiation of second treatment. The patient experienced similiar symptoms. The dialysis treatment was terminated. The dialyzer and lines were discarded. The patient was sent home, but she called the dialysis unit a few hours later to report that she didn't feel any better. The patient was referred to the emergency room at the local hospital. She was eventually admitted to the hospital with a diagnosis of uroscopies. At the time of admission blood work revealed a becarb of 7 sodium 120.the patient physician notified the unit event of the lab values. The staff were aware that a 41 year old male patient had complained of nausea and feeling poorly during dialysis the evening before the above incident. He had been dialyzed on the same machine.in review of the above incidents the machine was removed from use aid was checked by the chief technician of the dialysis unit.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. Date last serviced: 01-jul-93. Service provided by: factory trained/authorized/owned service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: component failure, mechanical problem, other, other. Conclusion: device failure occurred and was related to event, device was out of calibration. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.